Event description:
There was an allegation of questionable calcium gen.2 results from the cobas c 303 analytical. Results were provided for one patient that is a reportable malfunction. The initial result was 12 mg/dl, and the repeat result was 10 mg/dl.

Manufacturer narrative:
The cobas c 303 analytical unit serial number is (B)(6). Qc and calibration were passing on the date of the event. In the alarm trace provided, there were alarms for abnormal sample aspiration and sample short, and it was also noted that there was an unusual proportion of "water level decrease" alarms. The investigation is ongoing.

Manufacturer narrative:
Relevant medwatch section d fields, g1, and g4 PMA / 510k (premarket numbers) updated. A field service engineer (fse) cleaned the water container. The investigation determined that the root cause was related to a contaminated water container. The investigation determined that there was no product issue found, and the service action resolved the issue.